Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that a defective catheter was found during use with a insyte-n autoguard yel 24ga x 0.56in. The following information was provided by the initial reporter, "upon insertion of the catheter into the vein, the protective cap of the needle ruptured within the vein. It was necessary to perform a new collection."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective catheter was found during use with a insyte-n autoguard yel 24ga x 0.56in. The following information was provided by the initial reporter, "upon insertion of the catheter into the vein, the protective cap of the needle ruptured within the vein. It was necessary to perform a new collection."